Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-05356 and 1627487-2016-05358. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the cervical scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-05356 and 1627487-2016-05358. The patient has four leads and two of them are from the same lot. All four leads are being reported because it is unknown which leads are used for cervical therapy it was reported the patient has not been receiving effective stimulation and has not used the scs cervical system in over a year. Surgical intervention may be pending to address this issue.